Event description:
Patella clamp will not lock.

Manufacturer narrative:
Examination of the patellar clamp confirmed the thumb release button would not lock. The thumb release button exhibits damage indicating inappropriate impacts were applied. The overall condition of the instrument suggests moderate usage. The root cause is attributed to misuse. The thumb release button exhibits damage indicating inappropriate impacts were applied. Based on the determination of misuse as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.